Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope's objective and light guide lens had adhesive around the lens; there were areas of missing or damaged sealing agent. There were no reports of patient involvement.